Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation, it was found that the device failed calibration due to device not cooling. Mixing pump was serviced. Device could not pass calibration, not cooling. Low flow rate (1.4lpm) was found. Glitch in screen when in use. Tank seals were found to be deteriorated of the glue holding them to the tank. Chiller unit was replaced. Low flow issue could not be reproduced during service. Glitch screen could not be reproduced during service; no glitch was observed. Control panel works fine. Tank seals were replaced. Serviced the circulation pump and mixing pump. Replaced the double bend tube due to expansion. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failed calibration and low flow rate 1.4 through functionality test and glitch in screen when in use of the arctic sun device. Per review of wo on 20aug2025, there was no patient involvement. Per follow up information received via mail on 21aug2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved, unit would need to be sent to the us for chiller repair. No repair performed locally. Per sample evaluation results received via task on 29sep2025, it was reported that the tank seals were found to be deteriorated of the glue holding them to the tank.